Manufacturer narrative:
Additional information has been provided in h.3., b.5. And d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received by stating, scratches were observed before injection.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that before a cataract surgery with intraocular lens (iol) implant procedure, the surgeon saw scratches on the artificial lens. The procedure was completed on the same day using another unspecified lens.